Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2016, the patient experienced dyspnea on exertion. A patent ductus arteriosus (pda) and mitral regurgitation (mr) were diagnosed at a local clinic, and the patient was referred to the hospital. The pda was krichenko type a and considered an adaptive patient for ado deployment. The surgeons believed there would likely be an improvement in the degree of mr as there would be a reduction in regurgitation from the left ventricular (lv). On (B)(6) 2017, pda closure was performed. The pda measured a minimum diameter of 4 mm on the pulmonary artery (pa) side through a contrast enhanced CT preoperatively and 4.2 mm through an intravascular ultrasound (ivus) intraoperatively. A 10/8 mm amplatzer¿ duct occluder (ado) was selected for use. When the ado was delivered through a delivery sheath of 7f amplatzer¿ torqvue¿ 180°delivery system (dtv180), it was unable to be deployed as intended. A second attempt was made after repositioning of the dtv180 delivery sheath and the ado was successfully deployed with no issues. As the ado appeared to be properly deployed via an angiogram on both the aortic and pa side, it was detached from the delivery cable. Shortly after release, the blood pressure elevated to 220 mmhg and percutaneous oxygen saturation (spo2) transiently dropped. An antihypertensive treatment and administration of oxygen were conducted with a return to normal of both the blood pressure and o2 levels. The patient reportedly experienced no chest pain. The patient's postoperative course was uneventful with no further symptoms and the blood pressure was maintained at 130 to 140. That evening, the patient started to walk. On (B)(6) 2017, at 11:47 pm, the patient presented with acute onset of chest/back pain, then collapsed in pulseless electrical activity (pea). CPR was performed and cardiac tamponade was confirmed. About 30 minutes after pericardial drainage there was a return of spontaneous circulation with hypotension (60mm hg). The patient was transferred to the operating room. Preoperatively, the ascending aorta was slightly enlarged (40 mm). A transesophageal echocardiography (tee) revealed the isolated cavity, which was thin on the ascending aorta side and thick on the distal aortic arch side. The dissection seemed to originate from distal aortic arch, and was not observed on ascending aorta. Upon surgical intervention, an isolated cavity was confirmed on ascending aorta, which discolored to dark purple. Per report the patient had a type a aortic dissection. As the blood flow in lower extremities had been maintained, an ascending aorta replacement was immediately performed. The dissection did not involve any branching vessels bifurcated from the aortic arch (right brachiocephalic artery, left common carotid artery, left subclavian artery). No malperfusion in abdominal organs was observed. On (B)(6) 2017, the patient was extubated without neurological disorder. A contrast enhanced CT was performed on (B)(6) 2017 and it revealed that the ado was caught in the pda and a portion of ado had protruded into the pa. The dissection appeared to have been observed from around the site of the protruded ado distally and proximally toward the aorta. This ado remains implanted. As the surgeons would suspect that this was a relatively rare case, the relationship of this event to the ado could not be conclusively denied. Per report, there was no concern or complaint regarding the dtv180. On (B)(6) 2017, the patient restarted oral intake and was making a recovery. On (B)(6) 2017, aphasia and bilateral difference of angulus oris were noted. The patient developed cerebral infarction. After MRI, the patient underwent cerebral angiography and the left middle cerebral artery (m2 region) was occluded. Thrombectomy was conducted and recanalization was achieved on (B)(6) 2017. However, neurological symptoms did not improve right after the recanalization. Aphasia and paralysis of right side of upper extremity persisted. Heparin was administered. The patient has been treated intensively and closely monitored.